Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, a few days post system implant, this patient underwent a coronary artery bypass grafting procedure. Following the procedure, the sensing on this right atrial (ra) lead dropped and loss of ra capture was observed. Review of the device data also showed the pacing thresholds increasing at that time. A revision procedure was performed to reposition the lead, but during the procedure the helix failed to retract and the lead could not be removed. The lead was reconnected to the device and the device was programmed to only pace in the ventricle. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
Boston scientific received information that, a few days post system implant, this patient underwent a coronary artery bypass grafting procedure. Following the procedure, the sensing on this right atrial (ra) lead dropped and loss of ra capture was observed. Review of the device data also showed the pacing thresholds increasing at that time. A revision procedure was performed to reposition the lead, but during the procedure the helix failed to retract and the lead could not be removed. The lead was reconnected to the device and the device was programmed to only pace in the ventricle. This lead remains in service. No additional adverse patient effects were reported. Additional information was received that this lead was explanted. No additional adverse patient effects were reported.